Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-04337. It was reported that the patient's system is autoreducing as a result of high impedances on one lead and invalid impedances on the other. Surgical intervention may be pending to address the issue. It is unknown which lead is exhibiting high impedances and which lead is exhibiting invalid impedances.

Manufacturer narrative:
Date of event is estimated.